Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Technical services (ts) was consulted and discussed troubleshooting options as well as programming options, with further in clinic examination. This device remains in service. No additional adverse patient effects were reported.